Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device switched to the color bar intermittently and had to be unplugged and plugged back in multiple times. There were no reports of patient harm.

Event description:
It was reported that the subject device switched to the color bar intermittently and had to be unplugged and plugged back in multiple times. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: e1, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: a faulty ccd unit. In addition, the following reportable malfunctions were identified during the device evaluation: a failed leak test. The most probable root cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.